Manufacturer narrative:
Upon further review, it is noted the patient code listed is applicable to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had an increase in her pain level, which was improved after the representative had adjusted the patient's stimulator and turned on the adaptive stim. It was reported the representative had checked the patient's device and it was charging correctly. Etiology was updated to be due to programming.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are : product ID: 37754, serial# (B)(4), product type: recharger.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device was functioning outside of its specification. The outcome was resolved without sequelae. No actions were taken as interventions. The device was interrogated and showed that the adaptive part of the stimulation was turned on. The patient initially told the site that they had trouble charging the device but told the manufacturing representative something different. The manufacturing representative met with the patient and found that the adaptive stimulation had not been turned on. The manufacturing representative turned adaptive stimulation on and gave the patient an adjustment. The etiology was reported as possibly related to the device or therapy and not related to the implant procedure. Relevant medical history included: non-malignant pain and epidural fibrosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.